Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by board failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer reported to olympus, the hf unit "esg-400" displayed an error code e433. The issue was found during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the issue and the tac representative advised the customer to send the device in for repairs. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.